Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue part (female connector) and the light blue part (mainbody) of the twist clamp on a minicap transfer set. This event occurred during use of the device for peritoneal dialysis therapy; further described as ¿the patient had completed therapy, closed the twist clamp and was removing their therapy setup from the transfer set when the components separated". There was no patient injury or medical intervention associated with this event. No additional information is available.